Manufacturer narrative:
(B)(4). Evaluation method: other - device history was not reviewed as no lot number was provided. Results: other - no product was returned. Conclusion: other - cause of event cannot be determined. Analysis: no product was returned. Conclusion: without further information or returned product, a definitive conclusion cannot be drawn.

Event description:
Information was received through medtronic's legal department that this annuloplasty band (non-medtronic manufacturer) and u-clip failed (no information was provided on the failure mechanism). It was reported that the band was implanted (B)(6) 2009, by use of a davinci robotic mitral procedure and fixated with u-clips. It was reported that the patient had a complication (not defined) and underwent surgery (B)(6) 2009, for revision of the band and u-clip. The patient was reported to have multiple organ failure and "other problems." Additional information was not made available due to legal process.